Event description:
It was reported that the right ventricular (rv) lead had high and unstable thresholds and a loss of capture when programmed bipolar. A possible fracture was suspected and high rv lead impedances noted. Pacing threshold when programmed unipolar were acceptable. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).